Event description:
It was reported that the customer was hospitalized twice in the past two months for diabetic ketoacidosis. Associated symptoms were vomiting, thirst, stomach ache, high blood glucose levels and difficulty breathing. It was stated that the customer was very depressed and she would not call the helpline for help. In addition, it was stated that the customer received no delivery alarms on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.